Event description:
During a pulmonary vein isolation procedure, air was aspirated into the syringe when connected to the extension port of the sheath. Several aspirations were attempted with no resolution. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of air being aspirated could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.